Manufacturer narrative:
This report is submitted on june 14, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with an antibiotic (oral) and steroids (injection and oral).